Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. _____________________________ (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Literature article entitled, ¿autobanking of femoral heads for revision total hip replacement, a preliminary report of a new surgical technique¿ by c. B. Hing, et al, published by the royal colleges of surgeons of edinburgh and ireland (2004), vol. 2, no. 1, pp. 37-41, was reviewed for MDR reportability. The authors present a preliminary report on a new surgical technique for autobanking as a viable storage option for autograft and present the histological results of retrieved specimens from patients showing osteogenic potential at up to eight years and eleven months from initial storage. From 1992 to 200i, thirteen patients (six male and seven female) with an average age of 60 years, requiring a primary total hip replacement (thr) for osteoarthritis with a contralateral thr showing evidence of symptomatic loosening were selected for inclusion into the study and informed consent obtained. The femoral head was harvested at the time of primary hip replacement under sterile conditions. The surgeons then created a ¿pouch¿ within the iliac fossa, into which the femoral head was stored for later surgical retrieval at tha revision in 8 years¿ time. The femoral head was then ground up to use as morselized bone graft during revision. Revision surgery was planned due to each patient¿s extensive osteoarthritis and developmental hip dysplasia. Implants: charnley elite polyethylene cup, charnley elite stem, and competitor cement. Femoral head composite is unknown. Complications: due to the unusual and experimental nature of this surgery and the insertion of the femoral head and pouch at the iliac fossa, the complications of trochanteric bursitis and meralgia paraesthetica are attributed to the surgical procedure and not to the implanted products. One 60-year-old male, revised at 7.5 years, experienced a deep vein thrombosis, which is reported within this complaint. The 13 revision surgeries were expected, and planned for, outcomes within this experimental procedure. Additional patient information is provided in the article. The authors not that some of the banked femoral heads had necrotic tissue when harvested. "